Event description:
A false positive immulite 2500 stat troponin assay result was obtained on a pt sample when repeat testing was performed. The customer repeats all troponin test results greater than 0.4 (ng/ml). The discordant troponin result was not reported to the physician. The customer performed repeat testing on another laboratory system and the troponin results were negative. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay result.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 171 mg/dl, 121 mg/dl, 101 mg/dl, and 89 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.